Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and reported that due to an issue with the laser module, the procedure could not be performed on the same day. The following day, an additional laser treatment was performed on an outpatient basis as an intervention and was completed without problems.

Manufacturer narrative:
Additional information was provided in sections d4, d.9., h.3., h.6., and h.11. The company representative was able to replicate the reported event. The core module was replaced to address the issue. The system was tested and found to meet product specifications. The core module was returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The core module was received for testing on this investigation. A visual assessment of the returned sample revealed a missing interface guide bracket. The returned sample was installed into a system and tested. The core module did not start up at bootup. The ring lights in ports 1 and 2 were off. The reported event was replicated. The root cause was found to be nonconforming controller/driver. The root cause of the reported event is attributed to nonconforming controller/drive pcb. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that an ophthalmic operating console laser module did not start during vitrectomy surgery in the right eye of the male patient. The other procedure details are not reported. It was also reported that an additional outpatient laser procedure was planned but was not completed. No patient impact was reported.